Manufacturer narrative:
The arjo representative was informed about an event involving arjo maxi move passive floor lift and sling. It was indicated that the resident was being transferred from the chair to the bed with the assistance of two caregivers. During the transfer, the resident started to move uncontrollably and fell out of the device. As a consequence of the event, the patient sustained head and back pain and a small abrasion on the forehead. No medical intervention or treatment was required. Moreover, it was reported that the resident falls ill with cerebral palsy, epilepsy, depression and hydrocephalus. After the event, the arjo representative evaluated the device. The functional and visual inspection did not show any malfunction. The device was working according to manufacturer specifications. During the visit, the customer facility indicated that patient uncontrolled movement led to the reported event. Also advised that to prevent event reoccurrence, three caregivers will be present during patient transfer (one on each side to prevent fall). During the interview, it was confirmed that the caregiver used the appropriate sling size for the patient. Based on gathered information the event was a sequence of unfortunate events. To sum up, the device was used for the patient transfer and in that way played a role in the incident. There was no indication of technical failure within the lift or the sling which might have contributed to the event. No serious injury was sustained; the complaint was decided to be reportable based on information that the patient fell out of the device and the potential of serious injury if the incident would re-occur.

Event description:
The arjo representative was informed about an event involving arjo maxi move passive floor lift and sling. It was indicated that the resident was being transferred from the chair to the bed with the assistance of two caregivers. During the transfer, the resident started to move uncontrollably and fell out of the device. As a consequence of the event, the patient sustained head and back pain and a small abrasion on the forehead. No medical intervention or treatment was required. Moreover, it was reported that the resident falls ill with cerebral palsy, epilepsy, depression and hydrocephalus.